Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) meter read "high," and customer believed bg may have gone over 500. Reportedly, a manual injection was used to address bg and the pump supplies were changed to address the issue.